Event description:
It was reported that this left ventricle (lv) lead was not successfully implanted due to an unknown cause. A new lead with the same model was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this left ventricle (lv) lead was not successfully implanted due to an unknown cause. A new lead with the same model was successfully implanted. No adverse patient effects were reported. Additional information received indicates the physician stated that the left ventricle (lv) lead was not successfully implanted because there was lead body damage after multiple attempts to place in the patient difficult anatomy. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the electrical performance of the lead. Measurements from these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found anomaly. Based on the field report and the observation of a puncture hole in the insulation near the tip section of the lead, this type of damage is consistent with a back-loaded guidewire (inserted through the tip portion of the lead) escaping the lumen.

Event description:
It was reported that this left ventricle (lv) lead was not successfully implanted due to an unknown cause. A new lead with the same model was successfully implanted. No adverse patient effects were reported. Additional information received indicates the physician stated that the left ventricle (lv) lead was not successfully implanted because there was lead body damage after multiple attempts to place in the patient difficult anatomy. The lead was returned for analysis. No adverse patient effects were reported.